Event description:
It was reported, during an implant procedure, difficulty with the rotation of the helix was observed and high pacing impedance on the right ventricular (rv) lead. The patient was stable.

Event description:
Additional information was received indicating the rv lead was implanted successfully with an acceptable impedance value at the end of the procedure.